Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an emergent pericardiocentesis procedure, it was stated that the catheter was too soft. The patient was hemodynamically unstable and diagnosed with cardiac tamponade at the time. The catheter was discarded, and a new kit was opened and used to complete this procedure for the patient.

Manufacturer narrative:
The suspect device was not returned for investigation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be re-opened.